Event description:
Initially, dentist did not report any event associated with repair when requested in 2008. When contacted for another event in 2009, dentist advised unit was sent in for repair as it had burnt pt starting at lip upwards toward cheek on right side.